Event description:
An aus 1st stage surgery was performed on 4/29/93 to implant the cuff and balloon. On 1/4/94 2nd stage surgery occurred to implant the pump. On 1/9/97 the pump was removed from the pt, due to pump failure, and replaced.